Event description:
It was reported that there was chronically high lv (left ventricular) threshold. Lv pacing was turned off and the lead left in the body. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 694758 implantable tachy lead, (B)(6) 2008; 407652 implantable pacing lead, (B)(6) 2012. (B)(4). Evaluation summary: the actual lead was not received for evaluation, but we did receive performance data and have analyzed the data. No anomalies found.